Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated the pump emitted multiple loss of prime warnings and the warnings continued after a cartridge change. At the time of troubleshooting, the reporter claimed supplies stored in hall closet at room temperature. The reporter confirmed there was no damage to the cartridge cap and the cap was tightly secured to the pump. At the time of the call, the reporter was able to prime and deliver an air bolus successfully. This complaint is being reported as a malfunction because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.